Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter on device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the client found yellow dirt on the syringe core after using this batch of syringes."

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was foreign matter on device syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "the client found yellow dirt on the syringe core after using this batch of syringes."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h10.